Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the round balloon physically broke and burst during inflation. The product was replaced to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trocar balloon, obturators, dissector balloon, lock collar, optical trocar and valve seal were intact. The inflation syringe was received. The insufflation bulb was received. The valve seal for the trocar balloon was intact. Functional testing noted that the trocar balloon was inflated using the received syringe and no leaks were detected however an odd shape was noted. The dissector balloon was inflated using the received bulb and no leaks were detected. The ports passed the air leak test. The obturator was inserted into the cannula and removed without restriction. The lock collar moved up and down the cannula and securely locked in place. It was reported that the balloon was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: balloon irregular shape. Visual inspection noted that the trocar balloon had an odd shape upon inflation. The product analysis noted evidence that the device was not used as intended. This issue may occur when positioning the device during its inflation deployment or deflation process, or its tissue plan es process, during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.